Event description:
Per the surgeon's report, this patient's electrode array migrated into the auditory canal. The surgeon explanted the device in 2006 and reimplanted a new one the same day.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling code #1738.